Event description:
The device was used during an unspecified procedure. Reportedly, the instrument did not fire properly. The surgeon used another instrument to complete the procedure. No pt injury was reported.

Manufacturer narrative:
11/12/1997-supplemental report #1 submitted to FDA.